Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was fluctuating. It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. The customer¿s blood glucose was 130 (mg/dl). Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the battery not charging could not be verified; however, the incorrect battery display issue was verified.